Event description:
Information was received that this smiths medical cadd solis hpca pump failed volumetric accuracy testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found with lens damaged and dso seal bubbled. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. According to the investigation the customer concern "failed volumetric test" was confirmed and the unit is around 4.6%. The investigation confirmed that the pump expulsor was out of spec. Service will trimmed the expulsor to correct the reported problem. The problem source of the reported problem is unknown.